Event description:
The clinic is using the coaguchek xs pro and is obtaining high results compared to the lab for this patient. The patient's therapeutic range is 2.0-3.0 inr. On (B)(6) 2015 a result of 5.9 inr was obtained at 11 am on the clinic's coaguchek xs pro ((B)(4)) compared to a lab result of 2.7 inr obtained at 12:48 pm. The lab used the dade innovin reagent. The reporter does not know what anticoagulant the patient is using or what time the last dose was taken prior to testing. The anticoagulant was not changed. On the same meter on (B)(6) 2015 a result of 4.1 inr was obtained at 11 am and 2.8 inr with a data flag was obtained at 11:01 am for this patient. It is reported that the same fingerstick was used for both tests. A lab result was also obtained and it is reported the result for the lab was 2.1 inr at 11:25 am 10-29-15. There was not any special or unusual diet consumed by the customer prior to the results. The reporter stated the patient was feeling okay. The same vial of strips was used for all the comparisons, and the clinic does not run controls on their meter. There was no adverse event. The suspect product was requested to be returned and replacement product was sent.

Manufacturer narrative:
The suspect product was not returned. No further information available at this time.

Manufacturer narrative:
On (B)(6) 2015 a result of 5.9 inr with a data flag was obtained at 11 am on the clinic's coaguchek xs pro ((B)(4)) compared to a lab result of 2.7 inr obtained at 12:48 pm. It was also stated that there were no antiphospholipid antibodies and the patient was not on heparin at the time of the test.